Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision required, query infection, or third particle wear. At 12 month post op period patient complaining of pain and osteolysis revision performed and metalosis noted.